Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s ins had normal battery depletion, but they were going to have to it explanted because the stimulation didn¿t really help that much. The patient didn¿t think it was effective enough. The explant is scheduled for (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient hadn't used the ins for several months. No further complications are anticipated.